Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and sensor glucose (sg) values. The case was escalated to support for further review. Analysis of sensor data int the dms indicated that that the system was going through a period of transient optical instability, contributing to the reported sensor inaccuracies. Customer care intended to provide the user with the steps to perform a sensor re-link to clear the calibration buffer and address potential calibration misalignment. However, this guidance could not be communicated, as the user remained unresponsive despite multiple contact attempts.a review of the dms confirmed that the user is still actively using the system with the latest firmware version, and all information is up to date. No further resolution was possible due to lack of response from the user. B4. Date of this report 07 march 2026. G3. Date received by the manufacturer? 07 march 2026. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.